Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low ise indirect na, k, ci for gen.2 results for 57 patient samples and qc material. She repeated the patient samples and qc on another identical instrument and received higher expected results. Refer to the attachment to the medwatch for all patient data. The handwritten data are the initial results. All results are in mmol/l. The erroneous results were reported outside of the laboratory. There was no adverse event. The sodium electrode lot number was x66 and potassium electrode lot number was f217. The expiration dates were requested but were not provided. The field service representative found the tubing from the kcl bottle to a valve was pinched between two panels. He moved the tube and corrected the pinch. He found there was an intermittent short in the power wires to the pinch valve and a minor leak in ise measurement assembly. He cleaned and reassembled the ise block.